Manufacturer narrative:
Customer returned meter and test strips to manufacturer. The returned meter and strips were tested with control and clinical samples and all results were within manufacturing specifications. Reviewed batch records and no abnormal issues were found in the manufacturing process, technical testing, or quality control inspection. Manufacturing was compliant with the device master record. The range for each level of control solution was printed correctly on the label. No abnormal issues were reproduced. To date there have been 18 complaints of similar issues during the past 2 years. Based on the reported qyt. Of cps and qyt. Of product sold in the last 2 years the calculated complaint rate is (B)(4)% which is less than (B)(4)% so the frequency is improbable.

Event description:
Customer reported false high readings on her on call express blood glucose meter. A test reported her blood glucose (bg) was 319 mg/dl on the on call meter. She felt this was too high. She then went to the ER and her bg was 234 mg/dl. She tested again the following morning and her bg was 207 mg/dl but she said her fasting is usually around 150 mg/dl. She has been using this meter for 1 week. When she tested the controls, the results were all in the expected range.